Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was intermittently unresponsive, and has now become completely unresponsive. Reportedly, the pump was dropped prior to becoming completely unresponsive. Customer stated the touchscreen still illuminates, however the buttons "2 and 3 are faint". Customer's blood glucose levels was 170 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.